Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one 2.5x22mm resolute onyx rx coronary drug eluting stent to treat a lesion in the prox and mid section of the lad. There was no tortuosity. Stenosis was 80%. There were no abnormalities in relation to the anatomy.there was no damage noted to packaging. There were no issues noted removing the device from the hoop. The device was inspected with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the attempt was unsuccessful, and the stent became deformed. The catheter did not kink as a result of the resistance encountered when advancing the device. The tip did not separate from the rest of the device. The tip remained on the device. No portion of the device remained in the patient. Intervent ion was not required. No patient injury was reported. Further pre-dilation was performed and another two resolute onyx stents were implanted.

Manufacturer narrative:
Device evaluation: the stent was not positioned on the balloon between the marker bands as per specifications. The stent had moved proximally on the balloon over the marker bands. Deformation was evident to the 15th distal stent wraps with struts raised. No deformation was evident to the distal tip. It was not possible to remove the stylette so it was not possible to perform the inner lumen patency test. This is most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: procedural images confirm the presence of a lesion in the proximal lad with 80% stenosis. There are no images provided showing the unsuccessful delivery and withdrawal of a resolute onyx device prior to the pre-dilatation of the lesion. The lesion is pre-dilated and post dilatation images show that the target lesion is unresolved by the ballooning. This suggests that the lesion was calcified or fibrotic and was partially resistant to ballooning. After deployment of the first of the two resolute onyx stents the stent profile confirms the difficulty that existed with getting concentric uniform stent expansion in the lesion. Also confirming the difficult nature of the lesion. The positioning difficulties and stent deformation appear to have been contributed to by the lesion morphology. In addition the product instruction for use instruct that the lesion must be pre-dilated prior to the attempted stent delivery. If information is provided in the future, a supplemental report will be issued.